Event description:
The rotator broke three times at approximately 700 psi. No harm or injury was reported. The customer did not provide any specific details for each of the reported three events. This is one of three reports for this complaint: 1721504-2010-00185, 1721504-2010-00187.

Manufacturer narrative:
Device evaluation: the devices have not been returned for evaluation. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Device history record was reviewed. Complaint database was reviewed. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.